Event description:
Bhr femoral head grey 48 mm and an bhr acetabulum 54 mm (no color) were implanted. Intended components were bhr femoral head grey 48 mm and a bhr acetabulum grey 54 mm. Surgeon noted the mismatch on x-ray and confirmed by medical record stickers. Surgeon recalls visually seeing grey on implant packaging. No lot number available, as mismatch was noted after packaging had been discarded. Pt was returned to operating room for revision. In review of bhr implant size chart some colors do appear similar which could result in mismatch.